Manufacturer narrative:
The customer stated that their laboratory's water system had a filter change a day prior to the date of the event, (B)(6) 2021. The customer believed the root cause was due to their water system maintenance. After service, no further issues were reported by the customer. The investigation discovered the previous calibration results were higher than other calibration results provided, but the calibration was successful. The customer's qc, system alarm trace, and sample pre-analytical details were requested but not provided. The investigation determined the event was due to the customer's water system maintenance. System water requirements are within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer performed precision testing with acceptable results. After service, the customer confirmed triglycerides qc issues persisted. The customer placed a new reagent pack on the analyzer from a different shipment and did not have any further issues. The investigation is ongoing.

Event description:
The initial reporter received questionable trigl triglycerides results for one patient tested on a cobas 4000 c (311) stand alone system. Prior to patient testing, the customer confirmed calibration and qc were acceptable, but patient results were recovering low. The customer provided the results for one patient sample. The patient's initial triglycerides result was reported outside the laboratory. The customer changed to a new reagent pack and had issues with calibration and qc. After obtaining passing calibration and qc, the customer performed a patient comparison study. The customer confirmed the patient comparison study had acceptable results. The customer performed repeat testing with the patient's sample. At 08:28, the patient's initial triglycerides result was 107mg/dl. At 11:56, the patient's repeat triglycerides result was 242 mg/dl. The customer determined the patient's repeat result was correct. The triglycerides reagent lot was 487045 with an expiration date requested but not provided.